Manufacturer narrative:
(B)(4). Evaluation of the returned proglide device components revealed that the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp, and sheath were normal with no indication of a product quality deficiency that could contribute to the reported experience. Inspection of the anterior and posterior portions of the foot revealed no needle strike marks that would suggest needles deflection. During the investigation, a proxy needle plunger was inserted resulting in acceptable needle trajectory. The needle plunger, anterior cuff, posterior cuff, link, monofilament polypropylene suture, and posterior needle were not returned with the device, which may have aided in the investigation. The analysis of the returned device components did not yield any definitive cause or failure mode. Based on the condition of the returned device, the needle deployment and suture retrieval were successful; therefore, the cause for this complaint is undetermined. It was reported that closure was attempted of the femoral vein. It should be noted that the instructions for use (IFU) state under device description that the perclose proglide suture-mediated closure (smc) system is designed to deliver monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional procedures. In addition, the IFU states under indication for use that the proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. It could not be determined if this was a contributing factor in the product experience. A search of the device lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after a coronary mitral valve repair procedure, closure of the femoral vein was attempted using a perclose proglide device. Reportedly, during suture deployment, when the needle plunger was retracted to harvest the suture, the suture broke. A second proglide device was attempted, but it was unable to be deployed. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in procedure was reported. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Device #1 proglide is being filed under a separate manufacturer report number. The customer reported that the proglide devices were deployed in the femoral vein. It should be noted that the instructions for use (IFU) state under indications for use that the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5 to 8f sheaths. In addition, the customer reported that a femoral angiogram was not performed prior to use of the device. A femoral angiogram is required to determine the location of the arteriotomy puncture within the common femoral artery. The femoral angiogram would alert the physician to a too high or too low location, both of which have the potential to result in an adverse patient impact as indicated in the instructions for use.